Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the lead stretched, the inner tubing was kinked/buckled the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism. It was apparent that this damage occurred at implant.

Event description:
It was reported that during the implant procedure, the helix extended without deployment and the lead was bent during manipulation. The lead was not used. No patient complications were reported as a result of this event.